Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 346 mg/dl. Customer's mother stated that the down button has stopped working. Customer treated with the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Findings: pump received with no down button response due to unlocked j2/lcd keypad connector. Also received with scratched lcd window and scratched case. (B)(4).